Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent fracture occurred. A 4.0mmx19mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, upon delivering the device, it was noted that the stent struts were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The stent was not damaged. There was a kink 15mm proximal of the guidewire exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent fracture occurred. A 4.0mmx19mmx150cm express vascular sd stent was advanced to treat the lesion. However, upon delivering the device, it was noted that the stent struts were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.